Manufacturer narrative:
DHR - there is no indication that the production process may have contributed to this complaint. All test results passed the procedural specifications, and there were no defects observed related to creases or folds. Failure analysis - upon examining the returned 2inx2in skin piece, it looked pale yellow in color. It was dry and there was clear evidence of a crease. The silicon, sutures, and meshed pattern were not damaged. The failure was reported as ¿it was reported that the customer found crease when they opened the package.¿ therefore, the failure is confirmed as reported. The root cause is undetermined. The most probable cause of this failure occurred during shipping/handling of the skin product, external to integra.

Event description:
It was reported that on (B)(6) 2019, the customer found a crease when opening the package during a post-tumor excision surgery. No patient injury reported and the event did not lead to surgical delay. The procedure was completed with another product.